Event description:
The field service engineer on behalf of the customer reported to olympus, the evis lucera elite video system center had no image under the serial digital interface (sdi) channel. The issue occurred during receipt inspection of the device. There was no procedure and no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that there was no signal under the sdi channel due to defective circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.